Event description:
Boston scientific crm received information that during a patient follow up, it was discovered that the pacing impedance measurements on this left ventricular (lv) lead were above 2000 ohms and there was no sensing. A lead revision was performed and it was noted that the leads were positioned in loops under the device. This lv lead was inspected and it was discovered that there were three fractures located between where the lead was connected to the header and the suture sleeve. No adverse patient effects were reported. Because of the fractures, a guidewire could not be inserted into the lead lumen at the terminal pin. However, there was a separation noted after the fracture site and the guidewire was able to be inserted through this opening. The complete lead was then able to be extracted and a new lv lead was then successfully implanted. The explanted lead was later returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned lead was thoroughly analyzed. Visual inspection noted that the complete lead was returned but severed 33 centimeters from the terminal pin. Further inspection confirmed a fracture on the distal segment of the lead. Additional damage was noted at this same location, including deformed conductor coils, a breach in both the inner and outer insulation, as well as deformation of the outer insulation. Due to the returned condition of the lead, routine mechanical and electrical testing was unable to be performed. Laboratory analysis confirmed the clinical observation that this lead was fractured.